Manufacturer narrative:
The sterilization records were reviewed. And no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-42912 related manufacturer reference numbers: 2017865-2023-42914 related manufacturer reference numbers: 2017865-2023-42915. It was reported, that the patient presented in clinic for follow-up. Upon evaluation, it was determined, that the patient had developed infection. And vegetation was noted, on right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. The whole system, including the implantable cardioverter defibrillator, ra lead, rv lead, and lv lead, was explanted. Patient condition was stable.